Event description:
We received a report from our office in another country that a female patient experienced acanthamoeba keratitis following use of complete comfort plus multi-purpose solution. Patient experienced serious red eye and pain. Doctor from a local clinic diagnosed herpetic keratitis os, reportedly complete seems related. Symptoms became serious and patient sought treatment from a hospital. Herpes was ruled out. The hospital cultivated serratia marcescens and klebsiella oxytoca from the patient's cornea and conjunctiva, and serratia marcescens from the complaint solution. Hospital confirmed that acanthamoeba was not cultivated from the patient or solution. However, doctor from hospital clinically suspected a complex infection by acanthamoeba due to patient relapse. They recommended that patient go to another hospital. The second hospital found acanthamoeba from the patient's cornea and contact lens. During a verbal interview with the manufacturer, the doctor at the second hospital confirmed and acanthamoeba infection but also indicated that he knows that acanthamoeba can be infected by various reasons. Status of patient recovery is unknown. Lot number of the solution used by pt is unk. However, the manufacturer tested the three lots sold from the optical shop where the patient purchased the solution.

Manufacturer narrative:
Batch record review and chemical and microbiological evaluation performed on retain unit. Batch record review for reported lot was performed; no specific cause for this complaint was determined from the review of the manufacturing records and procedures or the inspection reports. Retain unit evaluation results: all chemistry parameters meet specifications and the sterility test meets specifications. The relationship, if any, of the device to the reported incident / adverse event is unknown. The complainant implied an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis we have been unable to determine the relationship.